Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Medtronic conducted an in vestigation based upon all information received. During the investigation a secondary condition of loose motor screws was detected that had no relationship to the reported condition. This condition has a potential for patient harm.the investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle display was dark. It was also reported that there were sounds and vibrations even the handle screen was dark black. There was no patient involvement. Medtronic's initial evaluation of the device found quality issue with a component obtained from a supplier. Insufficient reinforcement of the bonding area of the circuit board allowed the traces to be lifted, resulted in micro-cracks. Additionally, it was discovered that the articulation motor screws had become loose allowing the motor to move around. This was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly.